Event description:
It was reported that during the port placement procedure, the catheter was allegedly ruptured and leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one cath-lock with attached catheter segment was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported catheter fracture and fluid leak the partial break with rough edges was also observed within the cath-lock and complete circumferential break with smooth surface was noted approximately 2.3cm from the distal end of the cath-lock. Further during functional evaluation leak from the partial break was noted upon infusion and air aspirated during aspiration. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2021), g3, h6 (method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during the port placement procedure, the catheter was allegedly ruptured and leaked. There was no reported patient injury.